Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Product analysis performed a retain test. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (daughter) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verio 2 meter displayed inaccurate high results compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the product issue began 3 weeks ago when they purchased the meter. The reporter stated that the patient obtained an alleged inaccurate high result of "300mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster), 18 units of novomix in the morning and 30 units in the evening. The reporter denied that the patient made any change to her usual diabetes management routine as a result of the alleged product issue. The reporter claimed that on an unknown time after the alleged product issue began the patient developed symptoms of "sweating, depression and quick heart beat" as a result of the alleged high reading. The reporter denied that the patient received any treatment. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the test strips were stored correctly and not expired. However, did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.